Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the device passed all testing, which resulted in all remaining clips loading and closing properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure: laparoscopic chole cystectomy. Event description: tried x2 to activate the device but both times noting happened, and no clip came out of the jaws. The surgeon then removed the device form the port and tried several times to activate eventually a clip entered the jaws and worked but then tried again and then it didn't work again, by this time to surgeon was annoyed and asked for another opposition device which worked fine. Additional information received from distributor via email on 03oct2025: tried x2 on the same device. So activated x2 on the same device and no clips came out. Additional information received from distributor via email on 08oct2025: no clip was loaded after several attempts to activate. The incident initially observed from the start of use. Yes , it occurred again, surgeon activated the clip applier several times before it would produce a clip. Then activated again and the same thing happened. Surgeon tried 2 or 3 times and when the same thing happened he then opened a new opposition device. Yes. The clip was loaded and visible between the jaws of the device, and it was properly seated. No clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. The actuation completed by fully squeezing the trigger ¿plastic to plastic¿ and allowing the instrument to rest. No loaded clip manually removed from the jaws. The trigger be easily and completely actuated. Intervention: device replacement patient status: patient is good.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: laparoscopic cholecystectomy. Event description: tried x2 to activate the device but both times noting happened, and no clip came out of the jaws. The surgeon then removed the device form the port and tried several times to activate eventually a clip entered the jaws and worked but then tried again and then it didn't work again, by this time to surgeon was annoyed and asked for another opposition device which worked fine. Additional information received from distributor via email on 03oct25: tried x2 on the same device. So activated x2 on the same device and no clips came out. Additional information received from distributor via email on 08oct25: no clip was loaded after several attempts to activate. The incident initially observed from the start of use. Yes , it occurred again, surgeon activated the clip applier several times before it would produce a clip. Then activated again and the same thing happened. Surgeon tried 2 or 3 times and when the same thing happened he then opened a new opposition device. Yes. The clip was loaded and visible between the jaws of the device, and it was properly seated. No clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. The actuation completed by fully squeezing the trigger ¿plastic to plastic¿ and allowing the instrument to rest. No loaded clip manually removed from the jaws. The trigger be easily and completely actuated. Intervention: device replacement. Patient status: patient is good.